Manufacturer narrative:
Product complaint # (B)(4). Section e1 - initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that during a mechanical thrombectomy of a middle cerebral artery (m1 segment) occlusion with associated acute ischemic stroke, a 5x33 embotrap ii (et009533/19l134av) revascularization device was deployed for second pass and subsequently removed when slight bleeding was observed. The procedure was completed as is. The physician commented that there were no patient symptoms associated with the bleeding. It was stated that the embotrap was used for thrombus removal and it was then confirmed that there was also thrombus at the m2 and m3 segments. Therefore, the embotrap was utilized for an additional pass. The complaint device is not available for evaluation. No further information was provided at the time of complaint initiation. Additional information received from the sales representative indicated that the procedure was completed as is. No additional treatment was required to treat the bleeding. No further information was provided. The device was discarded and therefore no further investigation can be performed. A review of the manufacturing documentation associated with lot number 19l134av presented no issues during the manufacturing or inspection process that can be related to the reported event. Vascular injury and hemorrhage are well-known potential complications associated with the use of the embotrap ii revascularization device in endovascular mechanical thrombectomy. With the amount of information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the reported event. However, there are clinical and procedural factors including vessel characteristics, tortuosity, clot burden, device selection, and mechanical manipulation of devices within the artery, that may have contributed to the event. There was no information provided to indicate a device malfunction or performance issue, such as resistance to withdrawal, that preceded the bleed. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. The device was not returned for analysis, therefore, no further investigation can be performed. A review of the manufacturing documentation associated with lot number 19l134av presented no issues during the manufacturing or inspection process that can be related to the reported event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A report from the field indicated that during a mechanical thrombectomy of a middle cerebral artery (m1 segment) occlusion with associated acute ischemic stroke, a 5x33 embotrap ii (et009533/19l134av) revascularization device was deployed for a second pass and subsequently removed when slight bleeding was observed. The procedure was completed as is. The physician commented that there were no patient symptoms associated with the bleeding. It was stated that the embotrap was used for thrombus removal and it was then confirmed that there was also thrombus at the m2 and m3 segments. Therefore, the embotrap was utilized for an additional pass. No further information was provided at the time of complaint initiation.

Manufacturer narrative:
Product complaint # ==> (B)(4). Updated sections on this medwatch report: b5, g3, g6, h2, h6, h10 and concomitant products. Section h6 was inadvertently omitted from the initial medwatch report: h6 (health effect - clinical code, health effect - impact code, medical device problem code, 6. Type of investigation, investigation findings and investigation conclusions). Section b5: additional information received from the sales representative on (B)(6) 2020 indicated that the procedure was completed as is. No additional treatment was required to treat the bleeding. No further information was provided. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.